Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: a 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (c0561336) found that the cable assembly had a bent connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) connector pin was bent and not charging the ins recharger (insr). The patient stated they could not recharge their ins and because of this, the ins died in the middle of the night and they woke up hurting. A replacement dtc was sent. No further complications were reported/expected.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.